Event description:
It was reported that an ilet device¿s touchscreen would unlock but was otherwise nonresponsive, with the user confirming the screen was clean, no screen protector was in place, the charger was tried, and a video demonstrating the issue was provided. Symptoms included no adverse clinical effects and no reported changes in blood glucose, with the user continuing insulin therapy and using a dexcom g7 cgm. Outcomes included the provision of a replacement device and instructions on shutdown, data sync, and return of the affected unit, with the original device ultimately returned. Investigation included review of user-provided information and device return logistics. Investigation of this case revealed a touchscreen functional failure consistent with a device interaction issue affecting the front panel/display, with no reported impact on therapy delivery. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.